Event description:
Medical records received from legal. The patient was revised because of loose femoral stem.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. The provided medical records were reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. Based on the inability to identify root cause, the need for corrective action was not indicated.